Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve, slight resistance was encountered during insertion of the esheath plus (partially expanded portion). The sheath was subsequently removed, the vessel was dilated, and a new sheath was flushed and inserted without resistance. The valve was then successfully implanted without complication. Post-procedure, the patient was transferred to the cardiothoracic intensive care unit (cticu) and later reported leg and back pain. A computed tomography (CT) scan confirmed a perforation in the right distal common iliac artery. The patient was returned to the hybrid laboratory, where peripheral stents were placed to address the perforation. The patient remained stable, and the perforation was successfully sealed. The initially used sheath was discarded; however, no visible evidence of damage or compromise was reported. Its is unknown when or what cause the perforation. Per report, tortuosity was noted in the CT scan; however, the anatomy was not calcified and the vessels measured appropriately for device delivery.

Manufacturer narrative:
The investigation is ongoing.